Event description:
The distributor reported that the keypad buttons do not activate desired pump functions when pressed. The put in a new battery and the buttons would not respond so he couldn't move past the verify screen. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be peeling near the up arrow button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The keypad buttons were found to be unresponsive to presses. A leak test was performed and the keypad was found to be leaking. The keypad was removed and contamination was observed under the button contacts. The pump was opened and moisture was observed inside the pump.